Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the secondary infusion set up with volume to be infused of 1000ml at 41.7 ml/hour, however, the bag was found empty after 7 hour instead of the expected 24 hours. There was patient involvement but impact is unknown.